Event description:
This report is based on information provided by the remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the device touch is not responding on the right side. The device was not in use at the time of the, with no impact on the patient.